Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl. Customer had symptoms of high blood glucose; customer was vomiting and had nausea. Customer reported that sensor was showing high and low blood glucose. Customer's blood glucose was lowered to 480 mg/dl, 380 mg/dl and 181 mg/dl and then began to rise again. Customer reported that data from the previous day was not showing in carelink. Insulin pump passed self-test and high pressure test. Customer would monitor insulin pump.